Manufacturer narrative:
On (B)(6) 2019, abaxis received a call from the customer lab stating that the device yielded unexpected high sodium results. The customer did not respond to any follow up attempts for gathering of information and data. The call was closed to CAPA (B)(4). This report was not submitted previously and is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on august 22, 2019.

Event description:
The customer reported that a lab result yielded unexpected high sodium.